Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data. The progav® 2.0 was manufactured by a qualified employee in may 2014. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Device examination: the progav® 2.0 was returned submersed in an unidentified liquid. Visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve was permeable with difficulty. Adjustment test: the progav® 2.0 was tested and was not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational, however, the braking force was not able to be measured due to the non-adjustability of the valve. Result: first, a visual inspection of the progav® was performed. No significant deformations or damage to the valve were detected during the visual inspection with the exception of scratches. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve was permeable with difficulty, but was not able to be adjusted. The brake functionality test has shown that the brake function was fully operational, however, the braking force was not able to be measured due to the non-adjustability of the valve. Finally, the valve was dismantled. A small amount of build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the non-adjustability of the valve was confirmed. This was likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.

Event description:
It was reported to miethke that a progav 2.0 (part # unknown) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, a blockage of the valve was suspected. The patient underwent a revision procedure on (B)(6) 2016. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.